Event description:
The manufacturer received information alleging a ventilator service required codes occurred. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer¿s complaint was confirmed. The device's internal battery, system board, active exhalation valve, and 3-way solenoid valve were replaced to address the issue.

Manufacturer narrative:
The manufacturer previously reported receiving information alleging a ventilator service required codes occurred. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer¿s complaint was confirmed. The device's internal battery, system board, active exhalation valve, and 3-way solenoid valve were replaced to address the issue. The system board, proportional valve, and 3-way solenoid valve were evaluated by the manufacturer's product investigation laboratory (pil) and found the system board, proportional valve, and 3-way solenoid valve were functioned as designed and operated without issue or error codes.